Event description:
It was reported that the device tripped early elective replacement indicator (eri) and was reprogrammed to ddd. It was further reported that the patient felt symptomatic with vvi 65 pacing, and the early eri was likely related to the field action. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.